Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a pericardial effusion. Pericardiocentesis was performed on the patient. The patient required 3 days of hospitalization. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).